Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe wash station in the immage immunochemistry system was overflowing and would not drain. Customer reported that fluid was leaking down into the sample wheel compartment. Customer reported that no erroneous results were generated or reported out of the laboratory. The customer reported they will rerun patient samples that were reported out prior to the incident. There was no report of adverse event or injury requiring medical intervention or patient treatment bec field service engineer (fse) found that wash station drain pump was not draining very strong. The fse replaced the inline disk filter and wash station drain pump. The fse also changed the reagent probe, primed the instrument several times, calibrated and ran quality control. The quality control was within the customer's required range without errors. To date, customer has not reported to bec regarding any reagent probe leak.